Manufacturer narrative:
Five (5) patients were affected. The customer did not supply any patients' demographic such as age, date of birth, sex or weight. (B)(6). A beckman coulter (bec) field service engineer (fse) was dispatched to the customer's site. Hs (high sensitivity) system check failed, flyers on qc and samples were observed during precision run. The bec fse performed a major preventive maintenance (pm), a substrate decontamination and replaced the substrate pump valve and the precision pump upper piston spring. The major pm substrate decontamination and substrate pump valve and precision pump upper piston spring replacement resolved customer's issue. After all repairs and maintenance was completed, the instrument met all specifications. In conclusion, although it was not possible to identify one specific reason for the non-repeatable elevated access accutni+3 results observed, there is sufficient evidence to reasonably suggest a hardware malfunction is the cause of this event. All mdrs associated with this report are: 2122870-2016-00532, 2122870-2016-00533, 2122870-2016-00534, 2122870-2016-00535, 2122870-2016-00536, 2122870-2016-00537.

Event description:
The customer reported obtaining non-reproducible troponin I (access accutni+3) results for ten (10) patients involving the laboratory's access 2 immunoassay system (serial number (B)(4)). The customer reanalyzed the patient's samples once on an alternate access 2 immunoassay system at an external laboratory and obtained lower results within the assay's normal reference range. The elevated access accutni+3 results were released from the laboratory. There was no report of change in patient treatment associated with the non-reproducible results obtained for five (5) patient samples. This MDR addresses the results obtained on (B)(6) 2016 for five (5)) patients identified as patients 4, 5, 6, 9 and 10 with no report of injury or change in patient treatment. MFR #2122870-2016-00533 addresses the results obtained on (B)(6) 2016 for patient 1. MFR # 2122870-2016-00534 addresses the results obtained on (B)(6) 2016 for patient 2. MFR #2122870-2016-00535 addresses the results obtained on (B)(6) 2016 for patient 3. MFR #2122870-2016-00536 addresses the results obtained on (B)(6) 2016 for patient 7. MFR #2122870-2016-00537 addresses the results obtained on (B)(6) 2016 for patient 8. Calibration, qc (quality control) and system check parameters were all recovering within expected ranges at the time of the event. The patient's samples were collected in becton dickinson edta tubes and were centrifuged at 3,500 rpm (rotations per minute) for ten (10) minutes at room temperature. No issues with sample integrity were reported by the customer. A beckman coulter field service engineer (fse) was dispatched to address instrument performances.